Manufacturer narrative:
Device eval summary: device eval monitor sn (B)(4) has been completed. The reported problem (service code displayed prior to initial fitting) has been confirmed. Upon receipt component j1001, the electrode belt connector cable, was not fully seated in the connector. The cause for the service codes was the improperly seated cable. The root cause for the incorrectly seated cable cannot be positively determined but is likely an assembly error. No adverse event resulted from the improperly seated cable. The pt was issued a replacement monitor.

Event description:
A zoll pt service rep (psr) contacted zoll customer support to report that the monitor was displaying a service code prior to the initial fitting of an unk pt. The pt was issued a replacement monitor.